Manufacturer narrative:
(B)(4) (intervention required). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This part is not approved for use in the united states; however a like device catalog # 1476000500, 510k # k091974 was cleared in the united states. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2015, patient underwent unspecified spinal procedure at th11-l3 (2a2b) for l1 burst fracture. Post-op, left of rod was found broken. Patient is scheduled to undergo a revision surgery on (B)(6) 2016, revision surgery will be performed to extend to th10 using hook and rod will be replaced. Patient complications were reported unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.